Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose up to 325 mg/dl. At the time of this report, customer's blood glucose was 270 mg/dl. During troubleshooting with the insulin pump, multiple large air bubbles were found along the length of the infusion set tubing. No leaks were observed. Customer stated that a no delivery alarm had been received since issues with high blood glucose began. Customer declined to perform high pressure test. She stated she would treat with manual injection. Nothing further reported.